Manufacturer narrative:
Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient on (B)(6) 2016 was hospitalized after presenting to the chf clinic for new leukocytosis in setting of driveline drainage and was found to be bacteremic. Patient was stated to have met the sirs criteria upon arrival but after initial coverage with vancomycin and zosyn and then narrowed coverage with ancef, he has improved throughout his hospital course and at the time of discharge his leukocytosis resolved (30-->9.7), his acute kidney injury significantly improved with his cr tending down from 2.87 to 1.06. His last set of blood cultures from (B)(6) 2016 showed no growth to date. Wbc is trending down today (14.7-->10-->8.8-->9.7 at discharge)) and patient is maintaining his pressures adequately. He is no longer meeting sirs criteria. Wound culture: (B)(6) - blood cultures: 1/2 cultures from (B)(6) 2016 (B)(6) - repeated blood cultures (B)(6) 2016, continue to show no growth. - per our infectious physician patient will be on IV ancef for 6 weeks and then transition to either keflex or bactrim. Patient was stated to have had discharged and issue resolved on (B)(6) 2016. No additional information available.